Event description:
It was reported that the wake button became detached from the pump. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 90-100 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.